Event description:
It was reported that a chest x-ray revealed a dislodgement of the atrial lead. No patient symptoms were reported. The lead was successfully revised. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).